Event description:
The pt was implanted with two leads with the same lot number. It was reported that the pt experienced a change in her stimulation after falling. An sjm rep met with her and determined invalid impedance on several contacts. Reprogramming was unable to resolve the issue. X-rays have been ordered. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.